Event description:
It was reported that the stent was ruptured in the body during withdrawal of the tube. This resulted in a second surgery for removal. Stated a second flexible ureteroscopic surgery was performed causing risk and cost to patient. Per follow-up information received from ibc on 27oct2022, stated that catheterization was performed in the ureter, one end was in the renal pelvis and the other was in the bladder. One image was provided and there was no resistance, the stent was pulled out, but half of it was left in the patient the fracture occurred at the middle section. As shown in the photos of the broken tube in vitro, the section that was pulled out for the first time has been discarded; while the section left in the kidney also has been pulled out by the extra operation, which can be returned for investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the stent was ruptured in the body during withdrawal of the tube. This resulted in a second surgery for removal. Stated a second flexible ureteroscopic surgery was performed causing risk and cost to patient. Per follow-up information received from ibc on 27-oct-2022, stated that catheterization was performed in the ureter, one end was in the renal pelvis and the other was in the bladder. One image was provided and there was no resistance, the stent was pulled out, but half of it was left in the patient the fracture occurred at the middle section. As shown in the photos of the broken tube in vitro, the section that was pulled out for the first time has been discarded; while the section left in the kidney also has been pulled out by the extra operation, which can be returned for investigation.

Manufacturer narrative:
The reported event is confirmed, cause unknown. No physical sample was returned. However, four photo samples were submitted. Visual evaluation of the photo samples noted the stent was broken into two separate pieces. One of the photo samples provided showed x-ray imagery of the stent fully intact within the body and another showed the x-ray imagery after the stent was broken, with a piece left in the patient. The other two photo samples showed the two broken pieces outside the body after removal. As the sample was not returned for evaluation a specific root cause could not be determined. However, based on the risk document a potential root cause for this failure could be, "material selection". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Exercise care. Tearing of the stent can be caused by sharp instruments." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.